Event description:
It was reported that a patient with an implantable neurostimulator experienced a sudden loss of stimulation and was admitted to the hospital for therapy loss. It was found that the implantable neurostimulator was turned off and not providing stimulation, and a he althcare professional turned it back on. The reason for the therapy loss was not determined, and there was no charge, error message, or user error reported. The patient was referred back to the healthcare professional to arrange an appointment to obtain device logs. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.